Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for air in tubing was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a patient that had a large amount of air in the patient line, which occurred on the homechoice (hc) during use during fill 1. The technical service representative (tsr) had the caregiver (cg) end therapy for the night and advised the cg to call the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance was contacted by the cg. The cg stated they did not know how the air entered the setup. The cg stated they were able to continue therapy once they started over with new supplies. There was no report of injury or medical intervention.